Event description:
It was reported that during a routine device change out procedure, the physician noted an insulation anomaly on the atrial lead. The lead was capped and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.